Event description:
While device being serviced at philips bench the v60 had a machine pressure sensor autozero error occurred-1109 it was reported there was no patient involvement at the time the issue was discovered. The bench service engineer (bse) confirmed the reported error in the logs. The bse determined a replacement of data acquisition (da) printed circuit board assembly (pcba) was required. The bse replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. If /when an evaluation of the replaced components conducted, and an additional report will be submitted.

Manufacturer narrative:
(B)(6).